Event description:
It was reported via a mhra incident report that during a knee arthroscopy procedure using an ambient super multivac 50 ifs wand, the tip detached while inside the surgical site. The surgeon decided that since the tip was so small, it was unlikely to cause pt harm, so it was abandoned in the pt. There were no further details provided, however, no further pt complications were reported.